Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 conclusion code. Correct h6 conclusion codes for this event are known inherent risk of device and adverse event related to patient condition. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation was confirmed. The cause of the event cannot conclusively be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 29mm mitral valve implanted underwent surgery for a valve-in-valve replacement after an implant duration of 12 years, three (3) months due to degeneration leading to severe stenosis with a mean gradient of 16mmhg and moderate regurgitation. A 29mm transcatheter valve was implanted within the surgical edwards valve using the transeptal approach. Patient outcome was noted as to be good.